Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration, endoleak, aneurysm rupture). Patient's condition affected effectiveness of device (disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 55 months ago. Aneurysm and vessel morphology from the time of implant are unknown. The patient has had 2 follow-ups since the time of implant. Currently the aneurysm measures 9 cm in diameter. The vessels were non-tortuous and non-calcified. It was reported that the patient presented emergently with a ruptured aneurysm. The stent graft has migrated 3-3.5 cm below the lowest renal artery with a proximal type I endoleak present. The distal aortic neck measured 30 mm in diameter and directly below the renal it was 27 mm in diameter. The migration and endoleak were due to neck dilatation. An endurant cuff 36x36x70 was successfully placed resolving the endoleak. The patient is fine.